Event description:
It was reported that after the placement of a 6f angio-seal, the patient complained of leg and thigh pain. The patient was taken to surgery, where the angio-seal was found to be intra-vascular with the anchor located in the origin of the profunda. The angio-seal was removed and the artery closed. Review of the post interventional angiogram revealed that the angio-seal was placed incorrectly into the distal common femoral/proximal profunda area. The patient's condition was reported as stable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the angio-seal was placed incorrectly. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.